Manufacturer narrative:
(B)(4). Date sent:(B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Customer will not release device. Should the device be returned for analysis, a supplemental medwatch will be sent the device was not returned for analysis. A packaging lot number was provided. The manufacturing records were reviewed and we were unable to confirm the complaint or determine the cause potential/probable cause of the reported event. Additional information requested and received: on what tissue type was the device used? Lung parenchyma. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 4th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Possible were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Don¿t know. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Surgeon felt little or no resistance when firing.

Event description:
It was reported that during a vats lobectomy procedure, on the fourth firing, stapler cut but failed to staple. No staples were observed. Bleeding was controlled without transfusion or other patient consequence. Case completed with another device. Customer will not release device.